Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was in ddi mode and exhibited dashes (---) for the other parameters. The atrial lead impedance was >1990 ohms and the ventricular impedance was <250 ohms.